Event description:
During a remote follow up, the device was observed to be in back up mode. The patient presented in clinic and technical support was contacted. Technical support attempted a firmware download to reset the device but was unsuccessful. Technical support recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation and power on reset (por) was confirmed. Analysis of device image found the device went into backup mode due to a power on reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.